Event description:
It was reported the device had reached the recommended replacement time due to high battery impedance. The device went to vvi 65 pacing mode and the patient did not tolerate the change. The device was reprogrammed and a replacement procedure will be scheduled. No patient complications have been reported as a result of this event.

Event description:
It was reported the device had reached the recommended replacement time due to high battery impedance. The device went to vvi 65 pacing mode and the patient did not tolerate the change. The device was reprogrammed. It was further reported the device exhibited premature battery depletion and the device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device and have analyzed the data. High resistance/impedance was noted as high battery impedance lead to elective replacement indicator (eri). Battery depletion was indicated as eri due to high battery impedance was logged on (B)(4) 2011 prior to explant. Ramware version 8 installed (B)(4) 2011. The device was returned to the manufacturer.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.